Manufacturer narrative:
Continuation of d10: product ID: wr9220, serial#: (B)(6), product type: recharger. H3: analysis of wr9220 (serial#: (B)(6)), found that the led's scroll continuously and the device was unresponsive. Flash sector read/write protection bits had become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2024-aug-16, information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For urinary/bowel dysfunction and urge incontinence. It was reported, that their recharger was not charging. They stated, that the recharger would not come on. The dock was plugged into the wall and at one point the dock light would go off. They stated, that the battery lights did not show green and the power button didn't power on the recharger. They stated, that previously, the green lights kept coming on, but the power button would not work. They had the recharger on the dock for a couple hours. These issues started about a month ago. They reset recharger. The recharger, but the issue was not resolved. A replacement dock and recharger were sent. On 2024-oct-28. Additional, information was received, from the patient. They reported, that they were having trouble with their device, because it wasn't wanting to connect and they needed to charge the ins. They needed help with connecting their new wireless recharger. And with troubleshooting they were successful. They always had trouble with charging their ins and it always took so long. The patient hadn't been aware not to have the communicator on while charging until today. So there was a good chance, they had their communicator on for past charging sessions. They were going to continue charging their ins until fully charged. And then stated, they would switch gears and connect to their ins to turn the ins back on.